Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. A supply change was performing resolving the occlusion alarm. Reportedly, the customer continued to use the pump for insulin therapy.